Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. However the pump passed displacement test. Sleep current measurement and active current measurement within specifications. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage (loaded vlith) as shown on the power management graph and confirmed power error, low battery alarm due to connector resistance. After disconnecting and reconnecting the internal battery connector the pump functioned properly. The pump was received with cracked keypad overlay at select button, cracked retainer, scratched case, minor scratched display window, fading serial number label and keypad overlay texture damage. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that insulin pump had power error detected alarm. The blood glucose level was 3.2 mmol/l. The customer reported that she called before for power error detected alarm. The customer made reset for the pump. It worked for few hours, then the error comes back. The customer reported that the insulin pump was few times out of power. The insulin pump will be returned for analysis.